Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician noticed in fluoroscopy that while advancing the 3maxc forward to the target location, that the 3maxc was not advancing forward through the non-penumbra sheath. The 3maxc was then retracted from the sheath and was found to be fractured mid-shaft. The 3maxc was therefore removed and the procedure was completed using a new 3maxc and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 02/25/2019: describe event or problem. Results: the 3maxc was fractured approximately 89.5 cm from the hub. Conclusions: evaluation of the returned 3maxc confirmed a fractured device. Based on the location of the fracture and yield marks on either side, this damage was likely a result of forcefully advancing the device outside patient body. The root cause of the reported difficulty advancing could not be determined. It is unlikely the location of a fracture would occur inside a sheath while advancing; therefore, based on the reported event, the fracture likely occurred outside the patient body while advancing through the sheath. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician was advancing a 3maxc and a penumbra system ace 68 reperfusion catheter (ace68) into a non-penumbra sheath. The physician then noticed in the fluoroscopy imaging that the 3maxc was not advancing forward and was "unresponsive" to delivery into the sheath. The 3maxc was then retracted and was found to have fractured mid-shaft, while within the ace68. The 3maxc was therefore removed and the procedure was completed using a new 3maxc, the same ace68, and the same sheath. There was no report of an adverse effect to the patient.